Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 15867977 (50) 8015 pcu keypad were replaced because of recall; wont turn on, beeps continuously, wont turn off, power button does not work & buttons not working. There was no reported patient involvement.